Event description:
It was reported that the pump exhibited false alarmed, that the cassette was not attached, even thought the cassette was attached. The distal occlusion was out of range and occluded too early. There is no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable cause is due to the device programming. The software was updated and programmed correctly.